Event description:
It was reported that prior to surgery it was observed that the "cord was cut" on the foot control device. The device was not used in surgery. There were no delays to the surgical procedure as a spare device was available for use. No injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During pre-repair assessment it was determined that the cable was cut on the device. Therefore, the device did not meet specifications. (B)(4) evaluated the device and the reported condition of cable cut was confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental report will be sent accordingly.